Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and delivery accuracy test. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device had intermittent button response on the esc, act, up arrow and down arrow buttons due to flattened dome switches. During visual inspection, the electrical board keypad connector on the lcd was found locked properly. Device had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's relative reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2017. Customer blood glucose reading was unknown at the time of hospitalization. Customer's relative reported that the ems was dispatched due to high blood glucose and multiple thing are going on with the customer. The customer was wearing the insulin pump during the hospitalization. The customer's relative also reported that the insulin pump buttons were hard to press and unresponsive. Customer's blood glucose reading was 336 mg/dl at the time of call and treated with manual injection. Customer's relative stated that there were no significant events leading to keypad anomaly were observed. The customer¿s relative was advised to have the customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.